Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that 20 days following a cataract extraction with intraocular lens (iol) implant procedure, he sees a small rectangular mark that interferes with his vision. Additional information was provided by the patient that when he looks in the mirror he sees a lens mark.